Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative and post-operative diagnosis: 1 recurrent incisional hernia, 2 cholelithiasis and chronic cholecystitis procedure: 1 laparoscopic repair of recurrent incisional hernia, 2 laparoscopic cholecystectomy findings: there were extensive postoperative adhesions. It appeared that a mesh prosthesis had been used in the previous hernia repair, this had apparently become detached along the left side of the defect, near the umbilicus, resulting in a recurrent hernia defect measuring about 9 cm in diameter. The small bowel and omentum were densely adherent to the anterior abdominal wall events: the patient had surgical revision, pain, and recurrence.